Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit adjust the ventilator settings but unable to stop the occlusion alarm sounding. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 has occlusion error when running on aprv (airway pressure release ventilation) during patient use. As of this time, there is no information about patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical technical support analyze the ventilation parameters found out spikes in ppeak (peak inspiratory pressure) and peep (positive end inspiratory pressure) visible at the point in time where the occlusion alarms had been triggered. The occlusion alarms had been triggered most likely by the patient breathing efforts (patient dis-synchrony with the ventilator). Issue was resolved by the new improved software v6.0.1600.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.